Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: an occlusion in the pilot line was found at the cuff check before use. Defect was discovered prior to use on a pt during inspection/functionality testing. No pt injury was reported.